Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
A right partial knee revision procedure has been indicated due to an unknown reason, possibly due to pain; however, no revision procedure has been reported to date.